Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalogue numbers and lot codes of other devices listed in this report. Cat# 2082-0060l, lot# unk, description: restoration gap ii acet shell. Cat# 2080-0020, lot# unk, description: gap plate screws. Cat# 2080-0025, lot# unk, description: gap plate screws. Cat# 2080-0030, lot# unk, description: gap plate screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.

Event description:
It is alleged that, "the trident poly cup and depuy femoral head implanted in 2007 dislocated, and had to be surgically repositioned on numerous occasions, and became painful, cracked and popped." It is further alleged that, "in 2008, the parts were removed and a temporary spacer hip was implanted due staph infection."